Manufacturer narrative:
Per the user guide: the system is indicated for use with u-100 humalog or u-100 novolog insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Pump supplies were changed multiple times and the alarms were resolved. Blood glucose was 294 mg/dl. Reportedly, customer was using apidra insulin in the cartridge. Tandem technical support informed customer that apidra was not labeled for use with the pump.